Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition based on the received information from the field, it seems that the active electrode was already damaged during implantation surgery, as in situ measurements already pointed to it at the day of implantation. Furthermore it is reported that the active electrode migrated partially out of cochlea, which was confirmed by imaging. Other damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Recipient's hearing performance with the device is affected. No trauma was reported. The recipient has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance with the device is affected. No trauma is reported. Reimplantation is suggested.